Manufacturer narrative:
Section h10: (h3) the aseptic (non-infected) glenoid baseplate loosening reported may have been the result of both patient-related conditions and a degradation of the bond between the glenoid components and the bone while being implanted for approximately 9 years. However, this cannot be confirmed as the devices remain implanted, and images and radiographs were unable to be obtained.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 300-01-09 - equinoxe, humeral stem primary, press fit 9mm; 320-38-00 - equinoxe reverse 38mm humeral liner +0; 320-10-00 - equinoxe reverse tray adapter plate tray +0; 320-15-01 - eq rev glenoid plate.

Event description:
It was reported by the equinoxe shoulder study that this 79 y/o female patient was experiencing aseptic glenoid loosening. Surgeon believes possible loosening of the glenoid component, need further exams to confirm. Patient refuses revision surgery. The case report form indicates this event is possibly related to the devices and unlikely related to the procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The aseptic (non-infected) glenoid baseplate loosening reported may have been the result of both patient-related conditions and a degradation of the bond between the glenoid components and the bone while being implanted for approximately 9 years. However, this cannot be confirmed as the devices remain implanted, and images and radiographs were unable to be obtained. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, d4, h6. The aseptic (non-infected) glenoid baseplate loosening reported may have been the result of both patient-related conditions and a degradation of the bond between the glenoid components and the bone while being implanted for approximately 9 years. However, this cannot be confirmed as the devices remain implanted, and images and radiographs were unable to be obtained. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10 concomintants: 320-01-38 equinoxe reverse 38mm glenosphere. 300-01-09 - equinoxe, humeral stem primary, press fit 9mm. 320-38-00 - equinoxe reverse 38mm humeral liner +0. 320-10-00 - equinoxe reverse tray adapter plate tray +0. The aseptic (non-infected) glenoid baseplate loosening reported may have been the result of both patient-related conditions and a degradation of the bond between the glenoid components and the bone while being implanted for approximately 9 years. However, this cannot be confirmed as the devices remain implanted, and images and radiographs were unable to be obtained. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.